Event description:
The device starts with error message "data partition defect".

Manufacturer narrative:
In this case the ventilation continued and the connection loss only concerned the interaction panel (ip). The root cause of the panel connection loss is a software bug. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in this cer as it will be deemed a reportable event.